Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f .070 jr4 vista brite tip catheter was collapsed/leaking. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 6f .070 jr4 vista brite tip catheter collapsed/leaking. There was no reported injury to the patient. The device was not returned for evaluation. A product history record (phr) review of lot 18516164 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ leakage and catheter (body/shaft) ¿ damaged¿ could not be substantiated because the device was not returned and images were not provided. A review of the device labeling did not identify a directly relevant statement that could be applied based on the limited available information, and use-related factors cannot be excluded. Based on the available information, there is no indication that this event is related to the manufacturing or design process; therefore, no further actions will be taken.

Event description:
As reported, the 6f .070 jr4 vista brite tip catheter was collapsed/leaking. There was no reported injury to the patient. The device will be returned for evaluation.